Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, when a getinge engineer was repairing the intra-aortic balloon pump (iabp) unit has a safety disk malfunction. There was no patient involved.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11, corrected data: h4.

Event description:
N/a.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
Record is being cancelled as it was opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.